Event description:
It was reported through technical services that the patient alert sounded for high svc impedance of greater than 200 ohms. The lead was capped and no patient complications have been reported as a result of this event.